Manufacturer narrative:
Manufacturer investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined. The account reported that the patient had right heart failure and right heart decompensation, as well as a low hemoglobin level, beginning on (B)(6) 2019. The patient had weight gain of more than 10 kg and complained of weakness. A gastroscopy found no source of bleeding and the patient rejected a colonoscopy. The patient was stable after transfusion. The patient was hospitalized and treated with blood transfusion, gastroscopy, unspecified changes to their medication, monitoring, as well as intensified diuretic treatment. It was also reported that the patient had a major infection, beginning on (B)(6) 2019. The patient¿s symptoms included watery diarrhea and a laboratory of bowel secretion showed rotavirus. The patient was treated with prolonged hospitalization, periodic laboratory of bowel secretion, an adapted diet to their symptoms, and liquid supply. It was reported that the events resolved on (B)(6) 2019. It was later reported that the reported right heart failure was not device related. The patient remains ongoing on vad support. Bleeding, local infection, driveline or pump pocket infection, and right heart failure are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values, as well as subsections entitled ¿controlling infection¿ and ¿right heart failure¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient suffered from right heart failure unrelated to the device. The patient had a weight gain of more than 10 kg. The patient also complained of weakness. It was later reported that the patient experienced diarrhea and their bowel secretions came back positive for rotaviren. The patient received a gastroscopy which revealed no bleeding, the patient received a blood transfusion and refused a colonoscopy. The patient was stable after the transfusion. No further information was provided.